Manufacturer narrative:
Method: device history review: device inspection; complaint history review; risk assessment results: the customer reported event of the xia 4.5 polyaxial screw contributing to the blocker disengagement was confirmed visually, as the screw was found to have damage on its threading. This was possibly due to the blockers being improperly inserted and final tightened. Markings on one of the related blockers support this as an indentation is present only on one end of the blocker, suggesting that the blocker was inserted at an angle. This event would cause possible cross threading and damage to the thread, similar to that observed on the screw. Markings on the other blocker suggest that the blocker was not final tightened with sufficient torque. Because it is unknown which blocker corresponds to which screw, the definite cause cannot be determined. However, both of these conditions result in the blocker not being properly final tightened, which can lead to eventual blocker loosening and disengagement over time. The most likely cause of the reported event is the blocker being improperly final tightened, which allowed the blocker to loosen over time. The event resulted in a revision surgery. Conclusion: the most likely cause of the reported event is the blocker being improperly final tightened, which allowed the blocker to loosen over time. However, the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that the disengagement of 4 nuts in patient was discovered during x-ray follow-up. Revision surgery was done on the (B)(6) 2013; for screw removal from t4, rod shortened and reconnection at t5 all bilaterally.

Event description:
It was reported that the disengagement of 4 nuts in patient was discovered during x-ray follow-up. Revision surgery was done on the (B)(6) 2013; for screw removal from t4, rod shortened and reconnection at t5 all bilaterally.